Manufacturer narrative:
No system error messages were noted for this event. Service was dispatched on (B)(4) 2011. The field service engineer (fse) found leaking peri-pump tubing to be at fault. Tubing was replaced and instrument passed specifications.

Event description:
A customer contacted beckman coulter, inc.(bci) to report a leak that was below the sample presentation unit of unicel dxi 800 access immunoassay system. There was no report of injuries to users/lab visitors or exposure to hazardous liquids.